Manufacturer narrative:
(B)(4) secondary surgery. (B)(4). Evaluation: method - (other): lens work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens on (B)(6) 2010 in the right eye. Icl lens was removed on (B)(6) 2010 due to high pressure. An iol lens was implanted. The icl lens was discarded. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available. See MFR# 2023826-2011-00031 for the left eye.